Event description:
It was reported by service report that the fowler drifted down with weight applied, and the motion interrupt pan was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: motion interrupt pan; fowler motor.